Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300s mg/dl. Ketone level was high (diabetic ketoacidosis dka) and insulin injections were administered. Cause of elevated bg was not known. Customer went to the emergency room and was admitted to the hospital. Ketones were identified by a healthcare provider as being dangerous. Fluids and potassium were administered. Vitals were monitored. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018.